Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the a pcu alerted communication error and one of the pumps got stuck open and over infused while on a patient. There was patient involvement and the patients' blood pressure decreased rapidly, the patient was given a push of another drug to get the blood pressure back up, and the patient recovered after.

Event description:
It was reported that the a pcu alerted communication error and one of the pumps got stuck open and over infused while on a patient. There was patient involvement and the patients' blood pressure decreased rapidly, the patient was given a push of another drug to get the blood pressure back up, and the patient recovered after.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the a pcu alerted communication error and one of the pumps got stuck open and over infused while on a patient. There was patient involvement and the patients' blood pressure decreased rapidly, the patient was given a push of another drug to get the blood pressure back up, and the patient recovered after.